Event description:
During an in-clinic follow-up, the device was unable to be interrogated and was found to have a depleted battery. The suspected cause of the event was premature battery depletion. The device was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
Upon receipt, communication could not be established between the device and the programmer due to a depleted battery. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.